Event description:
It was reported to boston scientific corporation in 2008, that a speedband superview super multiple band ligator device was used during an esophagogastroduodenoscopy (egd) procedure eleven days prior (patient age, gender and weight unknown) according to the complaintant, "the bands were not rolling off the bander during the procedure." The procedure was completed with another speedband superview ligator device. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Deploy, failure to the lot number is unknown; therefore, the manufacturing date cannot be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Product unavailable for analysis